Event description:
The patient contacted lifescan alleging that the one touch basic enhanced meter was prompting the redo check message. The patient had no symptoms of high or low blood glucose level at the time of concern. It was noted that the patient received no treatment. The customer care representative walked the patient through 2 consecutive check strip tests, which fell outside of the specified check strip range. The patient neither alleged harm nor experienced injury or medical intervention. Based on the failed check strip tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.